Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect following exposure to a theft detector or security gate and then a wand at a courthouse. The patient was unable to increase her settings past a certain point and the settings felt different. Regarding the patient programmer, the patient was unable to adjust stimulation; it appeared the upper limit was reached. It appeared the patient had to device systems - see manufacturing report # 3004209178201102452. Additional information was requested.